Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Clarification to the previous update on (B)(6) 2016, the patient did not have a metallic taste while using the stimulation; only while charging. Additional follow up information identified the patient continues to experience a metallic taste and burning smell after charging with the new ipg.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient has a metallic taste in his mouth and he detects a burning smell when charging the ipg. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the issue is now resolved.

Event description:
It was reported the patient's ipg was explanted and replaced with a different model.